Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain of relief. The root cause of the damaged cable on the electrode belt could not be positively identified but was likely excessive force applied when removing the device from the patient. There is no evidence to suggest the device caused or contributed to the patient's passing. The death was cardiac related. A review of the patient's flags suggests that the device was fully functional during use.

Event description:
During servicing of electrode belt sn (B)(4), which was returned for investigation into a patient's death, a reportable problem was found. The electrode belt failed incoming functionality testing. Investigation into the patient's death revealed a (B)(6) year old male patient passed away on (B)(6) 2014. The patient resided in a skilled nursing facility and was taken by ems to the hosp where the patient passed away. The cause of death was cardiac related. A review of the patient's downloaded data revealed that the device properly detected a ventricular arrhythmia at 120 bpm, but the rhythm degraded to asystole, a non-treatable rhythm. While monitoring the patient's rhythm, no sustained ventricular tachyarrhythmias were detected. There is no evidence to suggest the device caused or contributed to the patient's passing. Review of the patient's flags suggests that the device was fully functional during use. No deficiencies were alleged.